Event description:
Healthcare provider reported, a left side deflation. "Particles in valve" and crease/folding of implant. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, partial delamination in the valve side assessed, adhesive failure. Other-technical: no observed, particles on the valve. Crease/folding of implant: observed, crease fold on the device. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. White particles inside device. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation, "particles in valve" and crease/folding of implant. The device was explanted.